Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was registered to the incorrect patient. The ipg has subsequently been registered to the correct patient and was explanted and replaced. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was registered to the incorrect patient. The ipg has subsequently been registered to the correct patient and was explanted and replaced. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.